Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 10 months post implant of this 19mm aortic bioprosthetic valve, the valve was explanted and replaced with a 23mm bioprosthetic valve of a different model due to patient prosthesis mismatch and stenosis.  No additional adverse patient effects were reported.